Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during coiling treatment of cerebral aneurysm. It was reported the physician made several attempts with instant detacher and with manual method but coil did not detach. During the attempts to detach manually by pushing and pulling the pusher repeatedly, resistance felt and the coil was detached. The detached coil was implanted in the patient at the intended location. Another new coil was implanted and procedure completed successfully. No patient injury was reported.

Manufacturer narrative:
Based on the device analysis and on the event description, the report of non-detachment could not be confirmed. The implant coil subsequently detached from the pushwire following multiple attempts of detachment by the manual method (via hypotube); therefore, the customer report of pre-mature detachment was confirmed. It is likely that the implant coil detached when the coin was pulled back from the lumen stop. Due to the multiple breaks in the pushwire, it could not be determined if the initial break in the pushwire was at the correct location. It is possible that the initial break in the pushwire was not within the correct location, as directed in the coil instructions for use (IFU). All parts of the pushwire which could affect the detachment were found to be within specifications. All coils are 100% inspected for damages and irregularities during manufacture. Per the detachable coil and instant detacher (ID) instructions for use (IFU): if the coil does not detach after 3 attempts, discard the instant detacher (ID) and replace with a new ID. Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. Gently immerse the detachable coil and its detachment zone in heparinized saline. Take care not to stretch the coil during this procedure, to preserve the coil memory. While still immersed in the heparinized saline, point introducer sheath vertically into saline and gently retract the distal tip of the coil into the introducer sheath. Advance and retract detachable coils slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or scratching is noted. To achieve optimal performance of the axium prime detachable coil and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.